Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented due to an st elevation myocardial infarction. Cardiac catheterization revealed a 100% stenosed, 30mm long, diffuse and "fairly straight" lesion located in the calcified mid left anterior descending coronary artery. No thrombus was noted. Angiomax bolus and gtts was administered. The lesion was predilated with a 2.25x12mm non bsc balloon with 4 inflations to 12 atm for about 50 seconds each inflation. A 2.75x32mm ion stent delivery system was then advanced and deployed within the target lesion at 12atm for 40 seconds. The stent balloon was inflated a second time to 14atm. At that time, the stent appeared to have a "step up" at the proximal end of the stent. This was a hazy 4mm segment just proximal to the deployed stent. No treatment was performed for this and no complications were noted during the procedure. A 60mg of effient was administered post procedure. Less than one hour later, the patient developed chest pain and experienced an st elevation myocardial infarction. Cardiac catheterization revealed stent thrombosis in the proximal 3-4mm of the just placed stent. It was treated with ballooning using a 275 non-bsc balloon and a 3.0x12mm non-bsc drug eluting stent was deployed overlapping resulting in timi-3 flow and 0% stenosis.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).